Manufacturer narrative:
Date returned to manufacturer is unknown, date listed is date of investigation. (B)(6). Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for (B)(6) with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that while using the bd vacutainer® k2e 3.6mg plus blood collection tubes, there was an increase in clotting.